Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls man defibrillator indicating that the device displayed a defibrillation pacing module (dpm) hardware failure error during a self test. There was no patient involvement, therefore no health consequences or impact.